Event description:
Complainant alleged that during biomed testing the device did not charge to selected energy. The complainant indicated that there was no patient involvement in the reported malfunction.